Event description:
The customer reported falsely elevated troponin I (access accutni) results, for three patients, and wash valve pump motion errors and sys flags involving the unicel dxc 600i synchron access clinical system. The customer referred back to the last acceptable set of controls and retested all negative patients' results, on an alternate access 2 instrument, and obtained reproducible values. The falsely elevated results were not released from the laboratory. There was no patient consequence associated with this event. The patients' samples were collected in 13x75 mm lithium heparin tubes and centrifuged in a statspin centrifuge at 9,000 rpm (rotations per minute) for three minutes, at room temperature. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed intermittent wash valve/pump motion errors and verified alignments. During aspiration, the fse noted excessive bubbles. The fse resolved the issue by cleaning the wash valve stator and replacing the wash valve rotor. The fse exercised the wash pump with no errors and obtained a passing system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor. In conclusion, the likely cause of the incident is attributed to the rotor/shaft as it becomes loose within the wash pump and allows air to enter the system. Beckman coulter continues to track and trend any incident related to this issue.